Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. No other details were provided, however, additional information has been requested. It is unknown whether there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4), 2011.